Event description:
It was reported that the insulin pump alarmed button error during a bolus delivery and the numbers began scrolling. The customer could not stop the scrolling so they removed the battery. The battery was reinserted and the above mentioned problems reoccurred. So the customer removed the battery again. At the time of the phone call the customer checked their blood glucose and it was 30 mg/dl. The customer stated that their blood glucose was low because they had used a manual injection of rapid insulin prior to the phone call. The customer stated that they treated with three spoonfuls of sugar. Their speech was still slurred so they were advised to eat something sweet, besides sugar. The customer's blood glucose was 160 mg/dl. The customer stated that they were disconnected from the insulin pump. By the end of the phone call, the customer's blood glucose was 120 mg/dl. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or numbers scrolling up noted during testing. Insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Insulin pump had a cracked case at display window corner, minor scratches on lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.